Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider alleges that when you plug leg box in and joystick screen goes blank, unplug and it's ok. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.